Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported high voltage during refractive ablation. Additional information has been requested.

Manufacturer narrative:
The scan-module was received and failure analysis was done. Visual inspection shows both mirrors are worn. These worn mirrors are a contributing factor for a rise of voltage. So malfunction of scan module can be confirmed. This defect of scan-module is caused by normal wearing of optical components. The root cause is worn components, specifically worn optic parts, and worn scan module caused by normal wearing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. During a technical onsite visit the field service enginner (fse) replaced scanner, e4 energy sensor and monitor, replaced all optics except homogenizer which was rotated 180 degrees, aligned optics, ran beam profile, ran calibration table and successfully completed system verification to specification. The root cause were worn components, specifically worn optic parts. The manufacturer internal reference number is: (B)(4).